Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. The issue was reported as it may lead to stop of ventilation. There was no patient harm. Identification of problem has been done by analyzing problem description, pictures and video attached. According to received information, the issue was resolved by replacing piston cup and piston cup retainer, which are the parts of the twin pistons located on compressor with motor. The defective parts have not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).